Manufacturer narrative:
DHR review has been requested!!! (B)(4). The reported event of infection cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 3 of 4. Reference MFR report: 3006705815-2016-00260, 1627487-2016-03396 & 1627487-2016-03398. It was reported the patient's scs system was explanted due to infection. No further information is available at this time.